Event description:
It was reported that stent dislodgement occurred. A 4.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure when attempting to deploy the stent, the stent came off the deployment system. No further patient complications were reported.